Event description:
On 20/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and drain complications. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient contacted the on-call pdrn with complaints of feeling unwell (non-specific) but declined to go to the emergency room. On (B)(6) 2024, the patient was found lifeless in his home by family at approximately 10:30 am. It appears the patient completed ccpd at approximately 8:00 am, rose from bed, used the restroom, and collapsed while returning to the bedroom. Life saving measures were not undertaken, as it was apparent the patient had been lifeless for ¿some time.¿ the patient was transported to the funeral home and no autopsy was performed. The nephrologist reported to the pdrn, that the patient expired due to cardiac arrest, secondary to the peritoneal infection. The nephrologist felt the peritoneal infection placed too much strain on the patient¿s already weakened heart. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene, as the patient was known to be non-compliant with personal protective equipment (ppe) during initiation and termination. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). Although the patient had already expired, the pdrn noted the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2024.